Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.